Event description:
A pharmacist reported that a pt's meter kept prompting error 5 message. The pt had taken the meter to the pharmacy and there the meter was checked with several different codes of strips. The pharmacist then reported this issue to lifescan. The pt did not have any symptoms and there was no medical intervention or treatment given to them. No further info has been reported.